Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) revealed a small pericardiai effusion. The patient's pressures decreased. A left ventricular perforation was repaired through a pericardial window. The physician reported that the pericardial effusion and the left ventricular perforation were attributed to the lunderquist wire. It was reported that the patient died one day following the valve implant due to blood loss that the perforation contributed to. The aortic arch was reported to be tortuous with a steep aortic root angle of approximately 70 degrees. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).